Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt status post construct implantation, date unknown, was discovered to have the locking cap come loose on an unknown date. It is not known if medical/surgical intervention was performed. No further info is available at this time. This is 1 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.